Event description:
It was reported that the patient presented via a merlin.net transmission and noise was observed on the atrial and ventricular channels. Egms revealed noise events that appeared to be emi which resulted in inhibition of biventricular pacing. Programming changes were recommended. Patient is scheduled for follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.